Manufacturer narrative:
This report was previously submitted under 1822565-2014-00374. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and trouble walking.